Manufacturer narrative:
Concomitant medical products: product ID 3093-28, lot# v748407, implanted: (B)(6) 2011, product type: lead. Product ID 3037, serial# (B)(4), product type: programmer, patient. Product ID 3037, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
It was reported that the patient was not being able to communicate and had no telemetry with the implantable neurostimulator (ins) with or without the antenna attached to the patient programmer since 2 days ago. The patient was getting the poor communication screen and had tried new batteries. The patient had a loss of therapeutic effect 2 days ago. They started using the bathroom more and sometimes couldn¿t make it. The patient was leaking more than normal. Two days later it was reported that the new patient programmer did not resolve the antenna. The programmer would not connect, the patient had poor communication, and they still had no therapy effect. The patient suspected an ins issue. The patient wanted a manufacturer representative to meet them at the health care provider¿s (hcp¿s) office or call the hcp to setup an appointment to check the ins. Analysis resoldered the antenna jack on the patient programmer for preventative maintenance. No outcome or interventions were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.